Manufacturer narrative:
PMA/510k # k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy in the kidney, the doctor had a problem with a cook® single-use holmium laser fiber that suffered an "electric arc" when turned on. This arc occurred at the very base of the fiber. A new fiber was opened to finish the procedure. Preliminary analysis of the returned device shows a severe kink was located in the sheath at the distal edge of the plug cover, the sheath has been bent over likely causing the fiber to crack. When transmitting energy, the fiber likely arced at the crack causing a burnt/ charred appearance. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No adverse events have been reported as a result of the alleged malfunction.

Event description:
Additional information received on (B)(6) 2018. The fiber handling followed the IFU. The customer does not refurbish fibers, they use single use fibers. The fiber was a new fiber, first time used, they open a new fiber to finish the procedure. The laser being used was lumenis versa pulse 20w. Additional information received on (B)(6) 2018. The surgeon pressed the laser pedal to activate the fiber. They realized that they could hear the sound of the fiber in operation but it was not delivering anything. When they turned to the laser to see if the sound was coming from the laser, they noticed that the light from the fiber was blinking inside the fiber, like small arcs but inside, 30 cm from the generator and 1.5 meters away. The patient or user did not experience an adverse event as a result of the arc there was no damage to the fiber or laser unit that may have resulted in this issue. The procedure was a flexible ureteroscopy . The instructions for use was followed when handling the fiber. Neither the fiber or laser was bumped prior to the event. The lumenis versa pulse 20w laser energy setting was at 3w, 5hz. Customer does not refurbish fibers they use single use fibers. Fiber was a new fiber, first use of the fiber. They opened a new fiber to finish the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection, functional testing and dimensional verification of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, specifications, and trends. One opened package labeled rpn hlf-s200-hsma with label lot number 8692806 was received. The fiber was received coiled inside the package without the protective coil and packaging tray. Visual examination of the fiber was performed. The length of the device measured within specification. There was no fiber optic material protruding from the hard polymer cladding on the distal end indicating the device was used. Black discoloration was observed beneath the white sheath on the proximal end near the plug. Under magnification a severe kink was located in the sheath at the distal edge of the plug cover. The sheath has been bent over likely causing the fiber to crack. Device failure analysis re-evaluated for customer comments regarding the electric arc. Close observation found the fiber was broken and there was a crack at the base of fiber which cause laser energy to escape from the fiber and create a flash of light which may be interpreted as electric arc by the customer. Regarding the laser fiber design; no electricity passes through the fiber. Laser light/energy is the only component which transmits through the fiber. This device is tested to assure the program has recognized the fiber and no failure codes are present. In addition, to assure no breaks are present along the fiber length and the green output from the end of the fiber creates a well-defined circle. The device history record was reviewed and noted there were not any non-conformance's that may have contributed to this incident. A search of complaint records revealed this is the only complaint associated with complaint lot number 8692806. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. This device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The complaint is confirmed based on the device analysis. The investigation conclusion determined the cause to be related to device handling. Cause traced to user; failure to follow instructions. Measures are in progress to further investigate this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.